Manufacturer narrative:
The reported events were sensing noise, p-wave amp variation, low pacing impedance and mode switch. As received, a complete lead was returned in one piece with the helix partially extended, stretched, bent, and clogged blood/tissue. The reported events of sensing noise, p-wave amp variation, low pacing impedance were not confirmed. Electrical testing did not find any conductor fracture, internal shorting was noted between conductors. Destructive analysis found the inner insulation was damaged in the proximal region consistent with procedural damage. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
It was reported a patient's atrial lead presented with oversensing noise resulting in inappropriate automatic mode switch (ams), decreased sensing, and low pacing impedance. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.